Event description:
A flipped pump was reported. Pt had no symptoms, but "was not getting drug or was getting less drug". It was reported that the pocket was revised on (B)(6) 2011 "because the pump was very mobile in the pocket". The pump was secured. When the surgeon opened the pocket, the catheter that was behind the pump was twisted but not occluded. Physician trimmed 11.5 cm from pump portion and added new catheter and trimmed 1 cm from spinal portion. The drug delivered was baclofen 249.8 mcg/day.

Manufacturer narrative:
(B)(4).